Manufacturer narrative:
Device not returned to MFR.

Event description:
A pt underwent an open myomectomy repeat incision procedure and the insorb 2030 skin stapler was used to close the skin incision. The pt experienced a wound separation that same day post op., which was closed in the pt's hospital room with titanium staples under local anesthesia.